Event description:
It was reported to boston scientific on (B)(6), 2010 that a leveen coaccess electrode was used during a tissue ablation procedure in an unknown anatomical location that was performed on (B)(6), 2010. According to the complainant, after the fourth ablation with the electrode, the array would no longer retract back into the probe and remained in the open position. Additional information received confirmed the electrode was not in the patient when the array would not retract. It was also noted there was no visible damage to the electrode. The procedure was completed with another leveen coaccess electrode. There were no patient complications as a result of this event. The patient's condition at the end of the event was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific on (B)(6), 2010 that a leveen coaccess electrode was used during a tissue ablation procedure in an unknown anatomical location that was performed on (B)(6), 2010. According to the complainant, after the fourth ablation with the electrode, the array would no longer retract back into the probe and remained in the open position. Additional information received confirmed the electrode was not in the patient when the array would not retract. It was also noted there was no visible damage to the electrode. The procedure was completed with another leveen coaccess electrode. There were no patient complications as a result of this event. The patient's condition at the end of the event was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the array was extended. Functionally, the array was not able to be retracted back into the cannula through handle actuation. After manually retracting, the array was not able to be re-extended. The device was disassembled and the inside of the male luer cap was found to have detached from the cannula proximal end. The outer diameter of the cannula was measured and was within specification. The condition of the returned incident device was consistent with the complaint that the array failed to retract into the cannula. Based on the evaluation, the male luer cap was found to have detached from the cannula proximal end. However, information from the account revealed that this issue occurred after performing the fourth ablation. Therefore, the most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).